Manufacturer narrative:
Further info revealed that there was no pt involvement since the reboots occurred upon turning machine one. A gambro technical services (gts) field rep checked the machine and found that it rebooted setting off a "check sum error" alarm. He also found the scales and the pressures out of calibration and the cca monitor board worn. He calibrated and verified the scales and pressures and replaced the cca monitor board and the blood pump rotor. He also performed a simulated run that resulted to be within MFR's spec.